Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the hcp could not interrogate the implantable neurostimulator (ins) and the ins stopped working recently causing the patient to experience a return of symptoms that included freezing. The patient was last seen in may and at that time, the ins was able to be interrogated. It was noted that at the visit in (B)(6), the ins battery was at 3.35 volts. It was recommended that the ins should be replaced when the battery voltage is blow 3.40 volts; the hcp stated they are going to replace the ins.

Manufacturer narrative:
Analysis of the ins 7426 soletra 2 chn qd polar mvd s/n (B)(4) found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.